Manufacturer narrative:
Product analysis: analysis noted that the hanger assembly was broken, one case screw was contaminated, and the display wire was pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.